Manufacturer narrative:
(B)(6) - fibrous tissue overgrowth. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 12-1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral stenosis. According to the operative report, the patient had a 12-month history of increasing dyspnea with exertion and in the past 2 months and developed angina. Cardiac catheterization was performed which revealed extremely high-grade proximal right coronary artery disease, the abdominal right coronary along with high-grade anterior descending and significant proximal stenosis in the only significant branch of the obtuse marginal system. Echocardiography revealed moderate mitral stenosis. The pre-existing valve repair for prolapsed leaflet with no function of the posterior leaflet at all and a ring that appeared to have overgrown with a little bit of fibrous tissue. The ring was removed and the patient's mitral valve was replaced with an edwards bioprosthetic valve. Furthermore, it was noted by the health-care provider that reason for explanting the device was not related to a device malfunction.